Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening and/or fracture. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient had an initial left tsa on (B)(6) 2019. The patient presented in (B)(6) 2023 and had tsa glenoid shear failure noted on imaging with gradually increasing pain over the last few months - date of onset unk. The patient was revised on (B)(6) 2023. The case report form indicates that this event is possibly related to device, possibly related to procedure. Outcome: resolved on (B)(6) 2023.

Manufacturer narrative:
Pending investigation. D10: serial number item number and full description. (B)(6) 300-62-02 - stemless humeral comp integrip, cage, size 2. (B)(6) 310-62-50 - stemless humeral head 50mm x 16mm x beta.